Manufacturer narrative:
The user experienced a hypoglycemic event resulting in loss of consciousness and hospitalization while using the ilet. This situation can result in acute metabolic instability requiring medical intervention and is consistent with the reported hospitalization. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed variable glucose levels with multiple low glucose alerts on the reported date. Based on available information and the user¿s report of loss of consciousness, the event is consistent with hypoglycemia. The user has a known history of gastroparesis, which may contribute to glucose variability. Based on available information, no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 13-oct-2025 it was reported that on (B)(6) 2025 the user experienced a hypoglycemic event resulting in loss of consciousness and hospitalization. The user received hospital treatment. The user recovered and no long-term health effects were reported.